Event description:
It was reported that 4 patients show signs of lip burn post-tonsillectomy due to the coblator would adjust the ablate settings on its own.

Manufacturer narrative:
This report is related to the following report numbers: 3006524618-2018-00516, 3006524618-2018-00513, 3006524618-2018-00510.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence.